Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with palindrome 19/36 kit w/slot. The customer states that the catheter's body was found broken, after intubation for about half a year. Re-intubation was necessary. The catheter was pulled and replaced in a different procedure.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.